Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that an austrian patient had developed bleeding wounds underneath the electrodes. The patient was given an excipial ointment from their rehab. The patient's physician told the patient not to wear the device. During a follow-up, it was reported that the patient's irritation improved after removing the device.